Event description:
The customer's family member called to report that the customer was admitted to the hosp with dka. It was stated that the customer was on insulin drip at the time of call. Troubleshooting was performed. The pump passed the functional testing. Advised the customer to cahnge the set before leaving the hosp.